Manufacturer narrative:
Unit passed displacement, and self tests; it failed sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, "power loss" errors, were noted during testing. After further review of the unit's interior, there were traces of previous moisture presence on the back of the lcd display. In addition to this, the battery compartment has some corrosion in it.

Event description:
The customer reported via phone call that the battery gets depleted faster than usual. The customer¿s blood glucose was unknown at the time of incident. Customer was not calling back within one week after previously completing low battery. The insulin pump will be returned for analysis.